Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the patient experienced a blood glucose (bg) of 685 mg/dl with nausea and polydipsia associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump and self-treated with insulin via injection. During troubleshooting with customer technical support, it was noted that the basal delivery totals did not the match the active basal program. It was noted that there was a cartridge change, the basal edit screen was accessed, the prime menu was accessed and the customer made changes to the basal program. The bolus totals were recorded as programmed. It was also noted that the patient bolused without eating and there was a change in physical activity level without adjustments. The patient was referred to their health care provider for diabetes management. This complaint is being reported because the patient experienced hyperglycemia due to user error (patient made changes to the basal program, bolused with eating and did not make adjustments based on the change in physical activity) and not a malfunction with the pump.